Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's keypad and user interface pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the keypad of their device was not working properly. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.